Event description:
It was reported that the patient presented to the emergency room due to the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. However, at the last office interrogation, the shock impedances were high. Additionally, it was noted pacemaker mediated tachycardia episodes (pmts) and the episodes of pmt revealed they were successfully terminated by the pmt algorithm. Further review was recommended. At this time the product remains in service and no adverse patient effects were reported.